Manufacturer narrative:
(B)(4). In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report #1627487-2017-01118. Note: it is unknown which lead had the issue; therefore both leads are being reported. It was reported one of the patient's leads migrated as the patient did not follow the activity restrictions following the implant surgery. The lead was explanted and replaced and effective stimulation was resumed.